Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that there was moisture inside the. Investigation also revealed that the force sensor calibration was out of the required specifications. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2014 with the following findings: visual inspection revealed that the battery compartment threads were cracked. Evidence of moisture was found inside the battery compartment. The returned battery cap was able to be secured to the pump and was used to complete all testing. During testing, the force sensor calibration reading was found to be out of the required specifications. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of internal moisture was observed on the printed circuit board and other internal components. (B)(6).